Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip and the upper jaw broken off returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown colon procedure, nseal the legacy blue enseal, the jaw "all just broke apart". No fragments left in the patient. Case completed with another device of the same product code. There were no patient consequences reported.